Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using tube k3edta plh 13x75 3.0 blblce lav, lack of vacuum and rubber stopper remained in tube. This occurred 700 times for both issues. The following information was provided by the initial reporter: lack of vacuum inside the test tube. In addition, in some cases, the cap gets stuck inside the holder, and the test tube opens letting the blood drawn out.

Manufacturer narrative:
Bd did receive (B)(4) samples from the customer in support of this complaint. The (B)(4) returned along with (B)(4) retention samples from the bd inventory were functionally tested and the issues of underfill and decapping were not observed. Bd was unable to confirm customers' indicated failure modes based on the returned and retained samples test results for both defects: underfill/decapping. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported while using tube k3edta plh 13x75 3.0 blblce lav, lack of vacuum and rubber stopper remained in tube. This occurred 700 times for both issues. The following information was provided by the initial reporter: lack of vacuum inside the test tube. In addition, in some cases, the cap gets stuck inside the holder, and the test tube opens letting the blood drawn out.